Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and boston scientific obtryx transobturator mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and rectal insufficiency. It was reported that the patient underwent bladder neck suspension and burch retropubic colposuspension secondary to stress urinary incontinence, cystourethrocele and prior pelvic repair surgery on (B)(6) 2005.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation on (B)(6) 2005. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, neuromuscular problems, vaginal scarring and other. It was reported that the patient underwent partial mesh explant surgery on (B)(6) 2006 due to mesh erosion and pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent urethrolysis and excision of the intraurethral and vaginal aspects of mesh sling and end to end urethroplasty on (B)(6) 2014. No additional information has been provided. (B)(4).